Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Oversensing causing inadequate automatic mode switch (ams) episodes was noted on the right atrial lead. During an elective replacement procedure of the device, the lead was capped and replaced, and the patient was stable with no adverse consequences.